Manufacturer narrative:
The pump passed the displacement test and self test. Adjusted the audio options audio volume 1-5 and found audio tone adjusted accordingly. However, hardware low level failures confirmed in the pump history file due to broken trace at u1 keypad assembly. No missing segment noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the self test was failed on insulin pump. The customer also stated that the insulin pump was broken at the top of screen. Insulin pump had hardware low level failures alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.